Event description:
A report of overinfusion on a pcaii pump. Reportedly, the pt went into seizures, and was sent to the ICU. There is no retained history. The director of pharmacy reported that they felt that the incident was due to a nurse programming error. The dr's orders were 2cc continuous, with 2 mg every 6 mins, and a 12 mg 1-hour limit. The director of pharmacy thought that the nurse possibly entered in the continuous mode, with a rate of 12 instead of 2. The pt was infused with 98 cc in approx 10 hrs. The pt became non-responsive, "stiff and rigid", and pt's "eye responses were not right". These reactions were reversed with narcan. The pt was being infused with morphine.